Event description:
Return device analysis revealed the balance middleweight universal ii guide wire was returned stuck inside the dilatation catheter. Subsequent information received from the site noted that the balloon catheter became stuck on the guide wire during the procedure during inflation, however, there was no issue with guide wire movement during advancing in the anatomy. No additional information was provided.

Event description:
It was reported that using a radial artery access approach during a procedure of the right coronary artery (rca) the voyager balloon dilatation catheter (bdc) met resistance during advancing but was inflated three (3) separate times and during the last inflation attempt could not fully inflate and could not be deflated; the balloon became stuck with the guide catheter. The device was removed partially deflated with the guide catheter as a system. The 4.0 x 38 mm xience prime stent was implanted without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the balance middleweight universal ii guide wire was returned stuck inside the dilatation catheter.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty removing the balloon dilatation catheter was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported and the packaging was not returned. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The voyager nc balloon dilatation catheter (bdc) referenced is being filed under separate medwatch reports.